Event description:
A (B)(6) male was admitted following a cardiac arrest. He had a history of coronary artery disease and suffered an extensive anterior wall myocardial infarction at age (B)(6). Despite acute intervention with stent placement, he developed ischemic cardiomyopathy with an ejection fraction of 0.30. In (B)(6) 2006, he underwent uncomplicated implantation of a st jude single chamber ICD system (pulse generator model v-196, (B)(4), riata lead model 1581/65, (B)(4) for primary prevention. At a routine follow up visit to the device clinic on (B)(6) 2010, noise was detected on the pace/sense channel. This was interpreted as environmental in origin and could not be reproduced with maneuvers. A similar episode was detected in (B)(6) 2011 and could not be reproduced with maneuvers. Monthly remote follow up and quarterly in clinic follow up were recommended but, despite both telephone and written communication, the pt failed to comply. He collapsed while coaching a high school football game. Bystander CPR was initiated. Initial rhythm was ventricular fibrillation and he was defibrillated successfully with an AED. On presentation, the pt was brought emergently to the cardiac catheterization laboratory to rule out an acute ischemic event. Coronary arteries were patent, including the stent placed previously. An incidental finding noted on fluoroscopy was separation of a single conductor of the riata lead at the level of the tricuspid valve annulus, not apparent on the admission portable cxr. Subsequent device interrogation demonstrated an add'l episode of noise on the pace-sense channel in (B)(6) 2011. On the day of the arrest, three shocks related to lead noise with a background of sinus tachycardia were noted. The third discharge occurred on a t wave resulting in induction of ventricular fibrillation. No further ICD discharges occurred due to inability of the device to charge capacitors due to "output circuit failure". He remains critical with potential for incomplete neurologic recovery. This represents a clinically catastrophic failure of a riata lead and (B)(4).